Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient coded and flows were decreasing. The flows were as low as 0.1 lpm. There was a concern that the pump ingested a clot however, the clot was never confirmed. Blood products were given to hopefully improve the flows. The patient expired after 1.00 hours of impella support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device nor the data logs were returned for evaluation. Therefore, without sufficient clinical details, the root cause of the low pump flow could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrections to the initial MFR report: g1 MDR reporting contact email.